Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a damaged rubber grommet on the driveline bulkhead assembly was confirmed via testing of the returned product as well as submitted photos and the reported yellow wrench/replace controller alarms due to liquid crystal display (lcd) faults was confirmed via log file review. The system controller (B)(6) was returned for analysis with a bulkhead rubber grommet detached form the system controller and evidence of fluid ingress. The system controller was functionally tested and was able to support a mock circulatory loop for an extended duration. The system controller was disassembled to further inspect the inner components of the system controller. Extensive green residue was found throughout the system controller (including the lcd ribbon cables, the driveline bulkhead assembly and all pcbs) consistent with fluid ingress. Submitted photos revealed a damaged bulkhead assembly with the rubber grommet stuck on the driveline. The stuck grommet made it difficult to properly insert the driveline in the new system controller. Submitted and downloaded log files revealed on 01mar2025, 17:23:08, a yellow wrench alarm and replace controller fault are active and associated with a liquid crystal display (lcd) fault alarm (error code 201). The alarm is transient and clears by the next log file entry. Pump operation was not affected. Provided information indicate that the black rubber grommet on the old pocket controller came off with the driveline. When exchanging the system controller, the stuck grommet made it difficult to connect the driveline to the new system controller. So, the rubber grommet was cut and the driveline engaged into the system controller as intended without any incident. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The observed fluid ingress damage was consistent with the reported damaged bulkhead assembly, however a root cause of the reported damage to the bulkhead assembly could not be conclusively determined through this investigation. The root cause of the yellow wrench alarms due to the lcd fault could not be conclusively determined through this investigation. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The heartmate ii patient handbook, rev. G, instructs users to never disconnect their driveline without supervision, as disconnecting the driveline will cause the pump to stop. The heartmate ii patient handbook, rev. G, section 2 ¿how your heart pump works¿, instructs users that the backup battery should only be used in emergencies. Inappropriate use of the backup battery may lead to diminished run time during a power loss emergency. This section also instructs users to never submerge or expose to the system controller to liquid. The heartmate ii patient handbook, rev. G, section 5 ¿alarms and troubleshooting¿, instructs users on how to resolve alarms that sound from their controller, including alarms associated with no external power conditions. Patients are advised to immediately connect to a working power source if possible in the case of a no external power alarm. The heartmate ii patient handbook, rev. G, section 5 ¿alarms and troubleshooting¿, instructs users on how to resolve all alarms that sound from their controller. The heartmate ii patient handbook, rev. G, section 10 ¿safety checklists¿, instructs users to periodically ensure that their equipment, including their system controller, is well-maintained. Users are also instructed to obtain replacements for damaged equipment if necessary. The heartmate ii patient handbook, rev. G, section titled "emergency contact list", cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the system controller exchange, the black rubber grommet on the old pocket controller came off with the driveline. The patient experienced an lcd fault on (B)(6) 2025 which did not affect performance and resolved on its own. The customer had some difficulty securing the locking mechanism on the new system controller with the rubber piece still on the connector, but the pump was running. The customer was able to cut off the rubber piece, fully engaged the driveline into the new system controller and engage the locking mechanism without incident. The customer was able to resolve the issue by cutting away the rubber seal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.